Event description:
On (B)(6) 2017, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2021, a computed tomography revealed aneurysm enlargement. A possible distal type I endoleak, type ii endoleak, or a type iii endoleak were suspected. On (B)(6) 2021, a reintervention was performed. Angiography revealed the endoleak to be a distal type I endoleak from the left leg. The left internal iliac artery was embolized using coils. An aortic extender endoprosthesis was implanted to extend to the left external iliac artery. The distal type I endoleak was resolved. The patient tolerated the procedure.